Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.00/1.0/056 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
"Low vault" should be changed to "low vault with rotation" in initial MDR. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with clear surgical residue on the product. Visual inspection found residue on the lens and no visible damage to the lens. Claim#: (B)(4).